Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. The insulin pump exposed to moisture. The insulin pump went blank after moisture exposure. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.